Event description:
On (B)(6) 2009, the patient started peritoneal dialysis (pd) treatment. On an unknown date, the patient had poor water "the water is not clean enough for washing, bathing.." On (B)(6) 2010, the patient was diagnosed with fungal peritonitis manifested by cloudy effluent, abdominal pain and fever. On (B)(6) 2010, the patient was hospitalized for the peritonitis. On (B)(6) 2010, peritoneal analysis and culture were performed. The analysis revealed "much" leukocyte count. The result of the culture was candida parapsilosis. On an unknown date, the remedial medications of cefazolin (1gm, bid) and gentamycin (40mg x 80mg, daily) were started. Pd therapy was ongoing. The peritonitis is ongoing and improved. It was unknown if the fever resolved. No concomitant medications were reported. The reporter believed that the event of fungal peritonitis with culture positive for candida parapsilosis was not related to the pd therapy. No statement of causality was given for the event of fever.

Manufacturer narrative:
(B)(6). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.